Event description:
It was reported that during the implant procedure of the pacemaker system; this left bundle branch (lbb) lead was attempted to be placed during which the screw broke off in this patients body. The physician was able to snare if out of this patient and a second lead was placed successfully, noted to be a standard right ventricular (rv) pacing lead. This attempted lbb lead is expected to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h1 from malfunction to serious injury. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that during the implant procedure of the pacemaker system, this left bundle branch (lbb) lead was attempted to be placed during which the screw broke off in this patients body. The physician was able to snare if out of this patient and a second lead was placed successfully, noted to be a standard right ventricular (rv) pacing lead. This attempted lbb lead is expected to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that during the implant procedure of the pacemaker system, this left bundle branch (lbb) lead was attempted to be placed during which the screw broke off in this patients body. The physician was able to snare if out of this patient and a second lead was placed successfully, noted to be a standard right ventricular (rv) pacing lead. This attempted lbb lead is expected to be returned. There were no adverse patient effects reported.